Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 12 mg/dl (mobile) and 60 mg/dl (aviva combo). No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6) (mobile), is related to case with patient identifier (B)(6) (aviva combo). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.